Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged being diagnosed with lung cancer while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as:. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged being diagnosed with lung cancer. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that white unknown dust contaminant inside the inlet of the blower box. An unknown dust contaminant was observed on the top enclosure, front panel, circuit board, blower box cap, o-ring of the rear panel, on the rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation.. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.